Event description:
The customer reported that during an open rectum resection, after sealing and cutting the inferior mesenteric artery, there was some minimal bleeding at the distal end of the cutting line. Reportedly, an endtone (indicating a completed seal cycle) had been heard. The surgeon sealed the artery a second time to stop the bleeding and complete the seal. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The incident lf4200 device was not returned to covidien for analysis. Without the sample, a detailed investigation could not be performed. The forcetriad generator was also not returned for evaluation, thus a detailed investigation could not be conducted on the generator either. The device history record for this generator indicates it was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional information is obtained or the sample is returned, we will re-open this investigation.